Event description:
The customer stated that the inside of the eq tbm orbwht sf 2ct toothbrush came off while she was brushing her teeth update: (B)(6) 2018 she had the toothbrush about 3-4 weeks, she noticed right away that she thought the bristles were not standing up and thought that was weird. The piece that came off is the rubber elastomer piece.